Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 20 days. Manufacturer's investigation conclusion: during evaluation of the submitted system controller log file, three unexpected pump stoppage events were noted to have occurred from (B)(6) 2018 to (B)(6) 2018. The first two pump stoppages were 5 seconds and the last one was approximately 17 seconds. The pump stoppage appeared to be associated with the disconnection of the driveline; however, a specific cause could not conclusively be determined through this evaluation. The pump resumed operation at the fixed speed after the event. The hm3 lvas IFU and patient handbook explain that the pump will stop if the driveline is disconnected from the system controller. These documents also instruct the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. The device remains implanted and the patient remains ongoing on vad support with no issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
During the manufacturer's evaluation of the system controller log file submitted by the patient's healthcare providers for analysis, a pump stoppage was confirmed related to a disconnection of the driveline.

Manufacturer narrative:
The pump remains in use supporting the patient. Review of the submitted system controller event log file confirmed multiple pump stops due to disconnection of the driveline. The driveline disconnect events were associated with lvad off, driveline disconnected, and low flow hazard alarms. The pump resumed operating at the set speed following each driveline disconnect event and no other atypical events were captured. A specific cause for the driveline disconnect events could not conclusively be determined through this evaluation. The system appeared to be operating as intended. The heartmate 3 lvas instructions for use and patient handbook warns that, ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power.¿ both documents contain information on all system alarms including the pump off and driveline disconnected alarms, and provides guidance on how to resolve the alarms. The patient handbook also contains information on how to handle emergencies such as when the pump has stopped. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported during the manufacturer's evaluation of the system controller log file there were pump stoppage events related to a disconnection of the driveline. There were no other unusual events seen within the log files. The patient was asymptomatic. The lvad parameters were checked in the clinic and the lvad was functioning within specified parameters. No additional information was provided.